Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6). It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2014, the patient was presented with silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 97% stenosis and was 18mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm promus element stent, with 0% residual stenosis following intervention. The patient was discharged on aspirin and clopidogrel 4 days later. In (B)(6) 2016, the patient was diagnosed with stent thrombosis. Coronary angiography revealed 85% stent thrombosis in proximal lad, which was treated with target vessel revascularization. Per edc, the patient underwent angiography without revascularization. Seven days later the event was considered to be recovered/resolved and the patient was discharged on the same day.